Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the surgeon scraped away insulation on two sheats with another instrument during procedure. The issue happened outside the patient. The surgery was successfully finished with a prolongation was less than 15 minutes. No negative impact in state of health reported. Cross reference MDR: 9610617-2025-02113.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).